Event description:
(12/37, reference (B)(4) for all attachments and related complaints) (1/4, reference (B)(4) reported together for this facility and date.) Documenting cassette (lot# 4114185) used when pump gave no disposable alarm -- facility is using the 21-7302-24 100ml cassettes. No additional information is available.